Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization due to low blood glucose levels. She stated that at lunch time her blood glucose level was 506 mg/dl. She gave herself 16 units of insulin to correct. This lead to customer's blood glucose level dropping to 32 mg/dl. She was admitted to the hospital and treated with an IV drip. She was not in an accident. Customer also reported an alarm when changing the battery in the insulin pump. During troubleshooting, customer was advised that the battery was out of the insulin pump longer than the duration allowed by the device. The alarm was cleared and the time and date were reprogrammed. Customer was advised this is normal device behavior. Customer stated she believes the cause of her low blood glucose level was too much insulin, and that there is no issue with the insulin pump. Customer's blood glucose level was currently 346 mg/dl. Nothing further reported.